Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010 inratio: 5.6, lab: 3.8. Customer reported discrepant high results on two patient's only had data for one of the patients. This patient had a 1.9 inr on 7/6. Both patients were regularly tested and usually within their therapeutic ranges. Customer did not want to go over medical history, but said that neither patient had any changes in medication and were not on antibiotics. Patient for whom comparison data was provided had hypocalcemia. No trouble getting sample from patient.

Manufacturer narrative:
Investigation pending.